Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced a hypoglycemia event on (B)(6) 2026 and it was managed with carbohydrate intake. No further information is available.